Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The internal wire was not frayed or fully broken. The instrument passed an electrical continuity test. The conductor wire within the grip hub was preventing full articulation at the distal tip. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Correction to b5 summary: on 09/04/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: frayed cables. Correction to section d: primary product batch/lot number was updated to k10240719 0312.

Event description:
Refer to h11 for follow-up information.